Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry and returned in case/vial. Visual inspection found the lens haptic torn/broken. (B)(4).

Manufacturer narrative:
Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was not exchanged for another lens.